Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic rectal resection, at the 1st firing of the device, the reload was set in the tissue but it could not be fired. The procedure was completed with another device. There was no patient harm.